Manufacturer narrative:
D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation was unable to determine a cause for the reported difficulty. It may be possible that the distal sheath was restricted or entrapped within the anatomy causing the stent to "jump" during deployment due to built-up tension within the shaft lumens of the delivery system resulting in a spring like release of the stent; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional absolute pro device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that during deployment of an unspecified absolute pro self-expanding stent system (sess) the stent jumped forward, outside the target lesion. A second unspecified absolute pro stent was then deployed to treat the target lesion; however, the stent also jumped forward during deployment. The stent covered a portion of the target lesion. It is not known if an additional stent was deployed to treat the uncovered portion of the target lesion. No additional information was provided.